Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the olive button latch broken. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. One possible cause for the damage found on the olive, may be excessive external load placed on the device and the damage on the suture tie post may be excessive force applied after device is sutured down. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, it was found that the suture post was broken. Therefore, the outer sleeve wobbled when a camera was moved into or out of the patient several times. Another device was used to complete the case. There were no adverse consequences to the patient.